Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, a post-op leak was detected three weeks post-op (on 1-12-15) when patient was "sick" and was re-admitted to hospital. Rep said surgeon used two black reloads and the rest were green reloads on initial procedure. It is unknown how the patient is being treated and patient status is unknown at this time. Device was discarded on initial procedure.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what symptoms did the patient present three weeks post-op? Was the site of the leak identified? How was the leak addressed? How many firings of device were used? What color cartridges? What was the staple formation like at the leak site? Were any issues noted in the original procedure (staple formation)? Was buttressing material used? If so, what type? What is the current patient status?